Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, with the patient prepared for surgery and asleep, the robot was presenting several errors 23072 on universal surgical manipulator (usm) 4. Technical support engineer (tse) informed customer about the issue, and that it is in some cases possible to recover the fault and to proceed while the arm is static in the vertical position. As issue persisted every time they recovered the fault, tse had the surgeon push the set up joint down with a little force, and then recover the fault to see if issue could clear, though issue persisted. Tse therefor guided caller to power cycle the system to refresh the system, and issue returned. Tse guided caller to utilize a little force (as clutch did not engage breaks) to push the arm behind the surgical field (behind robot) and to disable the armnet, to continue, as they were able to perform this surgery with 3 arms. Caller informed in the beginning of the surgery that they utilized the vision cart endoscope in standalone, while preparing the patient prior to surgery. Ports where therefor not connected to the robot though incision made. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer and obtained the following additional information: the proximal harness was thrown away.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the set-up joint (suj) harness to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.